Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as surgical impact opening (shell thickness within specification) and one opening on anterior side assessed as surgical damage. Additional observations: creases are observed. Red particles were observed on the shell. Red particles were observed on the gel. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed by MRI and ultrasound. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture confirmed by MRI and ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.